Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported failure to advance the clip under the valve appears to be a result of user technique/procedural conditions, and due to the high transseptal puncture. The reported difficulty positioning the device was a secondary effect of the delivery catheter (dc) shaft bend; however, the investigation was unable to determine a conclusive cause for the dc shaft bend. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the irregular movement of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced; however, difficulty was noted reaching the valve due to a high transseptal puncture. The m-knob was released and p-knob was applied. At this point, the cds was diving medial to lateral and the shaft was observed to be bent 40 degrees. The cds was removed and replaced. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.